Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the cement was hardened while it was injected into the medullary cavity after the 3 packs of it were mixed. The hardened time was shorter than usual. It was stored at 21 degrees.

Event description:
It was reported that the cement was hardened while it was injected into the medullary cavity after the 3packs of it were mixed. The hardened time was shorter than usual. It was stored at 21 degrees.

Manufacturer narrative:
An event regarding setting time involving a simplex bone cement was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details and/or product return are needed to complete the investigation for determining a root cause. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.